Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a cadaver lab, it was observed that halfway through the anterior chamfer cut, there was a 2 1/2mm massive step off (drop) resulting in over resection of half of the cut by 2 1/2mm. It was reported that this occurred while using the robotic-assisted solution satellite station device and the robotic assisted base station device. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and no defect or issues were found with the system or software. The device log files were reviewed. During the log file review, it was observed that the user placed the pointer on the resection plane (anterior chamfer cut) and the 2.5mm value was reported by the system. Therefore, the reported condition was confirmed. A review of relative motion in anatomical landmarks indicated that there was array motion not connected to camera or leg motion at about the time the saw blade was resecting the area of bone with the described issue. The pointer location used to detect the issue in the logs is approximately the same as the saw position during which there appears to have been a motion event. Therefore, unintended array motion is the most probable cause of the described issue. The most probable cause of the described issue is unintended array motion. The root cause for the unintended array motion is undetermined, however it is most probable that the unintended array motion is due to the user.